Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient was doing fine without problem. Reportable device defect was found when the device was returned to the manufacturer on october 18, 2017; therefore, the date the manufacturer became aware of the incident was considered the date the device was returned. The returned subject catheter showed damaging and scraping of the top polymer coating on the shaft near the tip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded the catheter was abraded by heavy calcium while it was crossing the lesion. There was no indication of product deficiency. Reportedly there was no patient injury; however, the coating damage was so severe that a possibility could not be completely ruled out that fragment(s) of top polymer coating could be remaining in the vasculature. The instructions for use states: - [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); - [warnings] do not use this microcatheter in advanced calcified lesions; and, - [malfunction and adverse effects] damage (separation, kink, bend, deforming), damage of hydrophilic coating.

Event description:
During a percutaneous peripheral intervention (ppi) to treat a heavily calcified cto lesion in the right superficial femoral artery, the subject catheter was rotated in an attempt to cross the lesion but the attempt was unsuccessful. When the catheter was removed from the anatomy, it was recognized that the coating of the distal segment was damaged. No particular action was taken against the coating damage. A balloon catheter was used to implement poba. Ppi was continued with another catheter and successfully finished with reestablished blood flow.